Event description:
It was reported via journal article that device malfunctions occurred. The following event was obtained via a retrospective article following (B)(4) patients who underwent a left atrial appendage closure procedure and received a watchman closure device during the time frame of 2016 to 2019. Of the (B)(4) patients, (B)(4) percent of patients experienced a device complication or malfunction.

Manufacturer narrative:
Literature citation: zhang et al. (2023) cardio-oncology. Utilization and short-term outcomes of percutaneous left atrial appendage occlusion in patients with cancer. 9:39. Https://doi.org/10.1186/s40959-023-00192-z. B3: event date is estimated based on journal publication data analysis of patients who received the left atrial appendage closure procedure between the years of 2016-2019.